Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The tibial impacter broke while impacting tibia.

Manufacturer narrative:
Examination of the returned device confirms the nylon impaction head component is cracked and has multiple gouges and scratches. The root cause is attributed to product wear out. The impactor head component is a replaceable item and should be replaced after heavy usage/decontamination procedures. Based on the investigation findings of wear out as the root cause and that the damaged component was designed as a replaceable item, the need for corrective action is not indicated. In addition, the product code is an obsolete item. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.